Event description:
It was reported that "pt called to report that he received a left partial knee implant. He reported that the simplex bone cement failed and caused "pistoning" of implant. Implant had to be removed and revised. The implant itself was a competitor's knee."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.